Event description:
It was reported that during the trial lead pull procedure that physician had difficulty pulling out the spinal cord stimulator (scs) lead. Half of the scs lead was left inside the body of the patient. The facility disposed the other half of the explanted devices. No further information has been obtained. Additional information received that the patient is doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6). Batch: 7287366 UDI: (B)(4).

Event description:
It was reported that that during the trial lead pull procedure that physician had difficulty pulling out the spinal cord stimulator (scs) lead. Half of the scs lead was left inside the body of the patient. The facility disposed the other half of the explanted devices. No further information has been obtained.